Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station power failed. The field service engineer (fse) replaced a faulty electronic board, rebooted the station, removed the back panel to clear all debris, and reset the drawer connections. The system functioned as intended after the field service engineer resolved the issue.

Event description:
The customer reported that the bd pyxis¿ medstation¿ es device did not power on. Nursing staff attempted to turn the power switch on and off, but the device remained nonfunctional. The electrical outlet was confirmed to be working properly. The malfunction occurred during medication dispensing and resulted in a delay in patient care. No injuries, deaths, or other adverse events were reported in connection with this occurrence.